Event description:
Information was received indicating that while in use, a smiths medical cadd solis legacy plus pump exhibited disposable clamp missing alarm. No patient consequences were reported. No adverse effects were reported.